Manufacturer narrative:
The returned cac adapters, cac098314 and cac101525, were found to be fully functional following a lightning strike. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis revealed that the devices passed visual examination and functional testing. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Cac adapter - cac098314 / 1425us / manufacturing date: 12/02/2014 / expiration date: 12/31/2015 (B)(4).

Event description:
It was reported that the patient's home was struck by lightning while ac adapters were plugged into wall outlet. Both of the patient's ac adapters were replaced after the lightning strike.